Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported she developed a skin infection while wearing the pod between 36 and 48 hours. The patient visited endocrinologist and diagnosed with an infection. The patient was treated with unknown antibiotics. Her family physician prescribed addtional unknown antibiotics to treat the site infection.